Event description:
Additional info received from the MFR on 02/11/1999: upon receipt, the device was pressurized with fluid. At 3 psi of pressure, leakage was confirmed. The heat exchanger housing was removed and a crack was present in the thread area of the inner core. The reported complaint was confirmed.